Manufacturer narrative:
The previous medwatch report was submitter by william cook (B)(4) under manufacturer report reference number 3002808486-2019-01908. Additional information provided determined that this device was manufactured by cook inc. With submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint ill be handled under the manufacturer report reference number reference in this initial medwatch report. Reporter occupation: non-healthcare professional. (B)(4). Additional information: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, organ perforation, tilt, leg weakness, pain, emotional distress, insomnia, fear and physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg weakness, pain, emotional distress, insomnia, fear and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to recurrent venous thrombosis and life long coumadin therapy in anticipating for ortho surgery. Patient is alleging tilt, vena cava perforation and organ perforation. Patient further alleges leg weakness, pain, emotional distress, insomnia, fear and physical limitations. Report from CT: "ivc filter is in pace and is evaluated as follows. Filter is tilted with the tortuous ivc. Apex of the filter abuts the right lateral wall of the ivc. Location is normal infrarenal. No vena caval stenosis is seen. No stent fracture or bending is seen. All 4 struts perforated the wall of the ivc but not puncture other organs or the aorta. The struts perforated by roughly 1mc. With the posterior medical strut perforating by roughly 1.3cm." "Ivc filter as described above."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received: per a computed tomography (CT) abdomen: "filter cook. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: none". "Impressions: the filter is tilted anterior and to the left and it¿s cone is in contact with the ivc wall. All the struts of the filter extend 1 - 2 mm outside of the ivc wall.